Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the patient exhibited an abdominal aorta aneurysm (aaa) at the start of the tavr procedure. During the tf tavr case the esheath plus was inserted without incident but did not extend beyond the top of the dilated segment. The commander delivery system with 29mm sapien 3 valve was advanced to the end of the sheath where the valve frame encountered an obstruction exiting the sheath. The team elected to mount the valve within the distal end of the sheath in an effort to articulate the valve away from the obstruction. This was successfully performed and the valve advanced to the upper portion of the descending aorta. There it was noted that the valve was not fully mounted on the balloon. The micro adjuster was reset and the valve was positioned on the balloon. The valve crossed the aortic annulus without difficulty. As the pusher was being pulled back to the three markers, the valve moved backwards on the shaft, resulting in the valve only being halfway mounted on the delivery balloon. The pusher was advanced and attempted to move the valve back over the balloon. This was performed twice more with the valve not advancing fully to the tip. Negative pressure was applied to the inflation device by pulling the plunger on the inflation device from the nominal prep position (33cc) to a full negative with the plunger at 38cc and once again attempted to mount the valve. No blood was ever observed in the inflation syringe. This was unsuccessful. Apparently, there was a lot of tension. However, there was no visual awareness of the tension. The valve was pulled successfully back into the tip of the sheath and removed. No damage was noted to the valve, delivery system, or sheath when removed from the patient. They were all removed without injury to the patient. A second sheath, delivery system, and 29mm sapien 3 valve was prepared and inserted into the patient. The sheath was pulled back slightly when the second valve encountered the same obstruction. The delivery system was rotated, with torque noted, and successfully passed the obstruction of the aaa segment. The team elected to relieve the tension, moved the catheter a few centimeters to relax the tension. Ultimately the valve was mounted and successfully deployed within the aortic annulus. The system and sheath were removed without incident and the patient transferred to the recovery area. During pre-decontamination of the returned devices, the balloon of the delivery system was noted to be torn at the ic bond.

Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection inflation balloon material bunching distal from the thv inflow end. An inflation / crimp balloon tear was observed. No other damage was noted. Due to the nature of the event reported and the condition of the returned device, no relevant functional testing was able to be performed. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to movement of the valve on the balloon and balloon torn. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. For valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. The warning marker indicates the balloon catheter is approaching a hard stop. Do not past the warning marker. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv distal valve alignment marker may result in difficulty crossing. An overlap cannot be reserve and may prevent prover thv deployment. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and flex catheter tip during valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Pull back flex catheter so it is off the balloon during deployment. Unlock the balloon lock. Slowly move back flex catheter (handle) while maintaining position of balloon catheter. Position flex tip in the middle of the triple marker. Lock the balloon. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, a product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. The pra documents the potential for procedural delay from thv movement on working length, which did occur during this event. Additionally, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed control limits. In this case, the material separation likely occurred during valve alignment and resulted in procedural delay. There is no new risk or confirmed manufacturing non-conformance identified. Corrective actions preventative actions (CAPA) were initiated for both to document the investigations and drive corrective/preventive actions as appropriate. The valve movement on the balloon was unable to be confirmed. However, the balloon tear was confirmed based on evaluation of the returned compliant device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As previously mentioned, a product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc) was identified as a possible cause of valve movement on balloon during flex tip retraction. Per the description, ''as the pusher was being pulled back to the three markers, the valve also moved backwards on the shaft resulting in the valve only being halfway mounted on the delivery balloon.'' Additionally, the complaint description also states, ''when the valve moved it moved to the point that the mid-marker on the delivery system was near the distal end of the valve and the proximal marker on the shaft was near the middle of the valve frame. Apparently, there was a lot of tension. However, there was no visual awareness of the tension.'' It is likely that the proximal valve movement during flex tip retraction was a result of the high tension relieved off the system, causing the valve to be mispositioned prior to deployment. Therefore, it is possible that procedural factors (tension build-up in system) contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Post-procedural evaluation of the device revealed a torn crimp balloon. The reported, ''negative pressure was applied to the inflation device and once again attempted to mount the valve. This also was unsuccessful. The valve was pulled successfully back into the tip of the sheath and removed from the body without incident''. Per follow up, negative pressure was drawn and there was no blood observed within the inflation device. However, it was reported that the inflation device ''instead of the plunger returning to the 33cc volume, it remained at the 38cc mark'' after pulling negative pressure. The 5cc of blood entering the delivery system could be indicative of a crimp balloon tear during thv positioning. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in the pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As tension was reported in the system, it is possible that increased forces of performing valve alignment in the sheath may have weakened the balloon and caused the balloon to tear. Available information suggests that procedural factors (high valve alignment forces) may have contributed to the reported event.